Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with two 320cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant ruptures. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, mentor became aware that the patient also suffered a thickened left breast capsule. The left breast had a double capsule within the breast pocket. In addition, mentor also became aware that the patient's implants were replaced with non-mentor gel implants. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 10, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mod classic gel, 320cc breast implant had a tear measuring approximately 1.2 cm extending to a missing material of 0.2 x 0.4 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear and the missing material. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.